Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a shock test was performed as the shock impedance measurements were high and out of range since (B)(6) 2016. Prior to the test the values were high and out of range and after the shock test the device displayed code 06 and the shock was not available on the test report. The device was explanted and will not be returned, while the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.